Event description:
Manufacturer's ref.#: (B)(4).

Manufacturer narrative:
On-site investigation was made by our field service engineer. The reported issue could be duplicate. The investigation found that the compressor with motor was defective. The compressor was repaired and returned for use again. If the compressor won't start due to a defective compressor motor, the compressor will fail to deliver compressed air. A connected ventilator will then switch to pure oxygen delivery and alarms for high oxygen concentration will be generated no parts were returned for investigation. The root cause for the reported failure could not be determined.

Manufacturer narrative:
UDI related data quality updates. This event occurred on the indian market on a significantly similar device to ¿compressor mini 115v 60hz¿ which is sold in the us. Therefore, for d4 unique identifier (UDI) #, primary di number has been used from compressor mini 115v 60hz. Provided in initial report: d4 serial #, corresponds to device involved in the event, which is "compressor mini 230v¿. A correction of fields # d1 brand name and # d4 version or model # were required. D1 ¿ brand name ¿ previous brand name: compressor mini. Corrected brand name: compressor mini 115v 60hz. D4 ¿ version or model # - previous version or model #: compr mini 230v 50hz. Corrected version or model #: 6481779.

Event description:
Manufacturer's ref.#: (B)(4).

Event description:
It was reported that the air pressure was too low. Moreover, the compressor with motor was found defective. There was no patient harm. Manufacturer's ref. #: (B)(4).